Manufacturer narrative:
The reliability analysis inspected 1 opened or used enlite sensor and performed a visual inspection and found the sensor needle bent inside sensor base. We were unable to confirm the received sensor in said condition due to the customer returning opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having high blood glucose of 400 mg/dl. Customer declined troubleshooting for highs. Customer was also reporting when opening the sensor she noticed the needle was bent and wasn't attached to the base. No further information reported.